Event description:
It was reported that during implant. The lead had a loss of capture and sensing, high lead impedance, and a helix that would not extend. The lead was explanted and replaced. The pt condition afterwards was ok.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix would not extend was confirmed. The helix was stuck because of dried body fluid inside the helix housing. This is consistent with damage sustained during the surgical procedure. The other reported field events of loss of capture, loss of sensing, and high lead impedance were not confirmed.